Manufacturer narrative:
Block d2b: additional pro codes: pcu, qxh. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic cyst during a pancreatic cyst gastric bypass procedure performed on (B)(6) 2025. During the procedure, the stent was deployed as confirmed by echo and fluoroscopy; however, when the scope was removed, it was noted that the stent dislodged into the stomach. Subsequently, the stent was removed with grasping forceps and an endoscopic nasobiliary drainage (enbd) catheter was placed to complete the procedure. There were no patient complications reported as a result of this event.